Event description:
It was reported that the right ventricular pace sense impedance was greater than 2500 ohms. It was also reported there were 2133 short v-v intervals in the past 3 days and there may be a lead fracture. The pace sense portion of the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the proximal segment of the lead was returned, analyzed and no anomolies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D154awg defibrillator 2008-(B)(6); 4076-45 implantable tachy lead 2008-(B)(6); (B)(4).